Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported that the calcar roundings/ stress shielding seen in 7th year x-rays in greater trochanter.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-07010.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2018-07010.